Manufacturer narrative:
The insulin pump was received missing segments and had a partial display due to a cracked connector at the liquid crystal display circuit board. The insulin pump had minor scratches on the display window, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a line on the screen. The patient's blood glucose at the time of incident is unknown. The battery was changed but the display anomaly persisted; the line on the screen made reading the information difficult. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.